Event description:
It was reported that the device implanted on the right side of the patient's body "never worked" and it was explanted approximately two months prior to the report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v890309, product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).